Event description:
It was reported the screen is not working properly, touch pen won't connect with screen. It was also reported the display shows fault. The tip of the stylus and touch pen bear no relation so it is difficult or impossible to use the controller, and you can not activate some important icons. You change the pen twice but corroborate the fault is on the screen. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; programmer passed functional testing. Touch pen works with the screen as required and also calibrates with overlay assembly. Concomitant medical products: 229047, analyzer. (B)(4).